Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D9 - device available for evaluation / h3 - reason device not evaluated by mfg updated to no.

Event description:
User facility medwatch [uf/importer report (B)(4)] received which states: the perclose¿ prostyle¿ suture-mediated closure and repair system used during an abdominal aortic aneurysm repair case malfunctioned during deployment in left common femoral artery. This malfunction caused injury to patient vessel requiring emergent cutdown of same vessel. Manufacturer response for vascular closure device, perclose prostyle (per site reporter) unknown as of yet. What was the original intended procedure? : abdominal aortic aneurysm repair what problem did the user have (check all that apply) :device failed

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.